Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visually the device presented following anomalies: the actuator shaft is broken and popped out of place completely eliminating linkage between the trigger and the jaws, confirming this complaint. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other complaint from this lot of devices that were released for distribution. This device is 9 years old and was reported to have seen heavy use in the field. This failure can be attributed to fair wear and tear. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during the setup for a shoulder repair the middle piece inside the shaft of the penetrating grasper, 35 degree up, broke and no longer operated the jaws. The surgeon completed the procedure without the device with no patient consequences or delay. The sales representative could not provide a lot number but stated the device was over five (5) years old and has seen very heavy use.